Manufacturer narrative:
Not fei based: the MDR report for this case is not fei based for the initial report and follow up report no. 1. The MDR report no. Was missing the digits 968 and stated to be 3002807-2015-00029 instead of 3002807968-2015-00029. Was left blank in follow up 1 (B)(6) (2015).

Manufacturer narrative:
The root cause of this problem is that it is not part of the design of the aqure system to ensure that sample type is filled in, and thus it may be left blank. The described error was not anticipated during the design of the aqure system. The problem was solved for the customer. This problem will be corrected in the next aqure version(2.1), which will be mandatory for all aqure customers. The software update is expected to be implemented by end september 2016. This is a resubmission of the follow-up no 1 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2015-000029 rather than 3002807968-2015-000029). No fields, in addition to MFR report #, have been changed since the original submission.

Manufacturer narrative:
Radiometer is working on finding a solution to this problem. The root cause of the problem is currently under investigation. The results of the investigation will be included in the follow-up report. This is a resubmission of the initial MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2015-000029 rather than 3002807968-2015-000029). No fields, in addition to MFR report #, have been changed since the original submission.

Event description:
A siemens clinitek status plus was connected to the aqure system. The customer reported that they were unable to see in patient view if the measured sample is from urine or blood. The customer reported risk of wrong treatment due to the potential mix-up of sample type. The affected parameter is ph.